Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via service request that the 4580 fms duo+ pump/shaver combo -ns. Has a pressure problem. No further information was provided. The device is available to be returned for evaluation. Additional details cannot be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had pressure problem was confirmed. It was found that the tips and rubber feet were worn out and that the right pinch valve wing was missing. The rubber feet was replaced along with the maintenance kit and the right pinch valve wing, and the device was tested and found to be working according to specifications. The worn tips and rubber feet are most likely a result of prolonged usage of the device over time. The missing pinch valve wing can be attributed to user mishandling of the device. A manufacturing record evaluation was performed for the finished device [serial number: (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.